Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and a display screen issue. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was cracked. Additionally, the display screen was dim and discolored. A test screen was installed and displayed normally. (B)(6).